Event description:
It was reported that an unspecified number of an unspecified bd insulin syringe experienced difficult plunger movement during use. The following information was provided by the initial reporter: material no:unknown, batch no: unknown. Verbatim: reported his sisters husband tried pushing the plunger, but he could not push it. Used the new pen and it worked.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR review due to unknown lot number. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of an unspecified bd insulin syringe experienced difficult plunger movement during use. The following information was provided by the initial reporter: material no:unknown, batch no: unknown. Verbatim: reported his sisters husband tried pushing the plunger, but he could not push it. Used the new pen and it worked.